Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that during the past month the patient's blood glucose level had been elevated from 300-450 mg/dl in the morning on 4-5 occasions. The patient stated that the device never displayed any error or alert messages. He also stated that the piston rod of the infusion device goes into the insulin cartridge and continues to move. On (B)(6) 2013, the patient switched to an older infusion device and his blood glucose level returned to normal. The patient thinks the elevated blood glucose levels are due to the infusion device delivering too low an amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.